Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image and photo were provided for review. The investigation of the reported event is currently underway. The catalog number has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f is identified. (Expiry date: 07/2023).

Event description:
It was reported that post port device placement on the chest wall through the right subclavian vein, the patient allegedly experienced pain in the right neck. It was further reported that a swelling was noted around the right neck area. The device was removed from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history records review is not required. Investigation summary: the sample was not returned for evaluation, one electronic photo and one medical image were provided for review. The investigation is inconclusive for the reported pain and swelling issue as the exact circumstances at the time of the reported event are unknown and however clinical conditions cannot be replicated to confirm these failures. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f is identified in d2 and g4. H10: d4: (expiry date: 07/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that post port device placement on the chest wall through the right subclavian vein, the patient allegedly experienced pain in the right neck. It was further reported that a swelling was noted around the right neck area. The device was removed from the patient. The current status of the patient is unknown.